Event description:
Additional information received on 10/7/2022 as follows: the patient underwent a procedure to implant a new device on (B)(6) 2022.

Manufacturer narrative:
Lot number: 5925694. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to the available information, the device was explanted due to infection.